Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. Severe access vessel tortuosity and severe calcification was noted. It was reported during the index procedure due to access vessel tortuosity and calcification the wire was changed from an ultra-stiff wire to a stiff wire, however this had little impact. An attempt was then made to insert the device with force continued to be applied but damage to the eia occurred with blood leaking from the vessel. At this point the device and the outer sheath had become kinked and could no longer be used. A non mdt stent graft limb was implanted from the opposite side and bridging was performed. Angiography was performed and revealed that the blood leakage outside the blood vessel had stopped and the procedure was continued. Per the physician the cause of the event was due to patient vessel morphology. No additional clinical sequelae were reported, and the patient is fine.